Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 500 mg/dl. The customer's mother stated that the customer had high blood glucose levels despite treatment via manual injection. No significant events leading to the hospitalization were observed. She reported that the customer was treated with intravenous drip and kept overnight before he was put back on insulin pump therapy and discharged. He complained of vomiting and a headache. She advised that the blood glucose levels went back to normal after the insulin pump's basal rates had been adjusted. The caller reported that there had been boluses delivered that were not recorded into the device bolus history. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.